Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The facility reported to baxter us a y-type blood/solution set stdblood filter that was being used for stem cell transplant infusion (lot number unknown). The reporter stated the tubing was inserted into a bag and the infusion began; a few minutes after starting, a small amount was found leaking on the floor. On observation of the tubing, they noted a small puncture hole a short distance from the luer lock port. Luckily they could change the tubing so the stem cells could be infused." There was no reported patient injury or medical intervention. There is a sample available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of an administration set in which a leak was observed was not confirmed because the device was not available for evaluation. The assignable root cause is unknown and no corrective action was taken. Should additional information be received, a follow-up medwatch will be submitted.